Event description:
It was reported that the pt experienced erosion and infection. The device was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported.